Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range impedance. Technical services (ts) was consulted and recommended performing in-clinic lead troubleshooting to determine if further evaluation is needed. No adverse patient effects were reported. This ra lead remains in service.